Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-may-2014, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 07-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient just had their battery replaced to do normal battery depletion. The patient stated that she needs reprogramming. The therapy is not working well. The patient reported she is having some headaches and stuff. The patient confirmed that she was implanted for headaches. The patient said she doesn't know if she just needs to be reprogrammed or the leads moved out of place because they do not feel like they are in the same exact spot. The patient said he doesn't know if the healthcare provider (hcp) shortened the wires for any reason and they pulled out. The patient started noticing the above about a week after the implant surgery, about two weeks ago. The patient said she had not falls/trauma. The patient mentioned she is really rough sleeper and hurt herself many times. The patient also mentioned the hcp had to cancel her appointment to have the stitches removed after her implant because of covid-19 and they had to do it at home. The patient is not sure if the hcp is going to see her at this point to reprogram because they are trying to not have patients come in now. The patient does have an appointment with a different pain management hcp on thursday and manufacturer representative (rep) met her there before. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 reporting that the patient needed reprogramming. The patient felt like their leads had moved because when they moved their head they felt a "pinch." If the patient tried to turn stimulation down then their migraines came back. It was also noted that the patient ID card needed to be updated for the implant date. Additional information was received from a health care provider (hcp) on (B)(6) 2020 reporting that the implantable neurostimulator (ins) was not working. The caller requested a manufacturer representative program the patient. The calling hcp did not have further information regarding this issue at the time of the call. No further complications were reported.